Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient's device was explanted. The recipient's infection has cleared. The facility will not provide additional details regarding treatment. The explanted device was discarded and will not return to the company for analysis.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report.